Event description:
After the head was hammered in, it could not be aligned, so it was pulled out and replaced. During this process, a bone fracture occurred and cable was used.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.